Event description:
The customer reported the system will not update the live image, and the patient image directory is corrupted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and deleted the corrupted patient files. System operates as intended. (B) (4)